Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. A review of the downloaded data log did not find any issues related to the customer complaint. Functional testing and a manual drop test for intermittency was performed and the tests failed. A manual test was performed and speaker did not sound. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. A speaker resistance test was performed and confirmed the reported event of no audio output. The root cause was determined to be a defective speaker assembly.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 03/04/2017 that on (B)(6) 2017, the patient experienced no audio alert and an adverse event. Patient's mother reports that the continuous glucose monitor (cgm) did not alert for a when their blood glucose (bg) level was low. Patient felt symptoms of a low. Patient tested bg with a finger stick (fs) and it was 37 mg/dl. Patient went to the school nurse. School nurse treated patient with juice and glucose tablets. Patient's mother and school nurse made the decision to call paramedics although treatment that was given by school nurse resolved the low. No additional treatment was given at the hospital. Patient was released the same day. Additionally, the patient's mother tested the alert function of the receiver and only the vibrate alert did work. The alert setting was turned on for the alert that was missed. At time of contact, patient is good no additional event or patient information is available.